Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm size is unk. The distal aorta was tight at 18 mm in diameter. The aortic neck was mildly calcified with mild angulation. Vessels were otherwise unremarkable. The pt had no known pre-existing conditions. An endurant bifurcated stent graft and contralateral limb (MFR report# 2953200-2011-01040) were implanted without issues, after having used kissing balloons to open/enlarge the narrow distal aorta. The left side was the ipsilateral side. An ipsilateral extension (MFR report # 2953200-2011-01042) and a contralateral extension (MFR report# 2953200-2011-01043) were also placed. Sometime after the implant, a fever was noticed. A CT scan eight days post index procedure, showed an aortic dissection from the renal arteries, extending proximally to the left subclavian artery. An intervention was not reported. It was reported that the pt expired on ten days post index procedure, cause of death is unk. No autopsy was performed.

Manufacturer narrative:
(B)(4). Eval, results: (dissection, death, fever). Results/conclusion: (lack of info).